Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, unspecified coronary artery, post successful percutaneous coronary intervention (pci) the balance middleweight (bmw) guide wire met resistance while being pulled for removal. The guide wire separated approximately 25 cm from the tip; however, it was removed together with the catheter from the anatomy without difficulty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated, reported as (B)(6) 2013. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to remove from the guiding catheter could not be replicated in a testing environment due to the separation. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.